Event description:
It was reported the pt underwent revision surgery in 2008 (refer to MFR report# 1030489-2009-00642). Sometime post-op the pt felt a "pop" in her back. The pt was seen for f/u in 2009. X-rays revealed the pt had a broken rod. The pt had solid fusion all around the broken rod region. The pt underwent a second revision surgery in 2009. The surgeon opted to leave the rod in placed and added a domino connector above and below the rod.

Manufacturer narrative:
X-rays were not provided to the MFR. The product was not returned for eval. With the available info, a cause or contributing factor cannot be identified.